Manufacturer narrative:
G4: 09jun2020. B4: 17jun2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer repaired this device by replacing the front bezel.the relationship of the device to the reported issue was confirmed and the issue was resolved. The defective front bezel was received for evaluation. It was determined issue was caused by the navigation ring design assembly not being impervious to liquid ingress when exposed to an emersion test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30may2020.

Event description:
The customer reported navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.